Manufacturer narrative:
Contract manufacturer one summary: no complaint sample was available for further investigation. However, one picture was provided. In the background, the picture shows the folding box with the customer batch and expiry date. In the foreground, the picture shows the syringe without prtc and without needle. Next to the syringe are the needle with the removed protective cap, the prtc and the cap of the prtc. Liquid can be seen in the syringe. The syringe was probably not being used at the time the picture was taken. From the provided picture, the complained defect cannot be verified. It is not possible to evaluate whether the prtc was fitted tightly and whether the needle could be mounted correctly. A mishandling by the end user cannot be excluded. No disturbances or irregularities were observed during batch review that could have had an impact on the prtc. The manufacturing processes conformed. Contract manufacturer two summary: based on the evidence provided and description of the reported condition is unclear. The batch was manufactured and released according to applicable procedures and specifications. There were no samples but one photo that was provided to the contract manufacturer. It was indicated that a visual observation of the orange hub does not seem to have any visible damage that would result in the detachment. Due to the sample not being returned, the contract manufacturer is not able to confirm the reported condition. Batch history review did not identify any nonconformance or specific event related to the reported condition. The involved batch was not subjected to reinspection and no deviation was opened in regard to the reported condition. It was manufactured and released the product according to applicable procedures and specifications. The batch involved in this complaint met all acceptable quality levels (aqls).

Event description:
The patient stated that when she went to give her dose, the needle fell out of the syringe. Additional information received on 31-oct-2025 patient stated 'there was a missed dose. I was unable to use the medication. The fitting that the syringe needle twists onto came off of the syringe when it was "free" spinning around as I was attempting to put the syringe needle on. The needle fell out of the orange section, I put the needle back on so it wasnt loose. I attached a photo with my original email, I have attached to this email as well.'

Manufacturer narrative:
Sample has been requested. Investigation reports are pending from from the cmos.

Event description:
The patient stated that when she went to give her dose, the needle fell out of the syringe.

Manufacturer narrative:
Investigation completed by one contract manufacturer but awaiting investigation from second contract manufacturer. A final conclusion cannot be made until the second investigation is received.

Event description:
The patient stated that when she went to give her dose, the needle fell out of the syringe.

Manufacturer narrative:
Investigation completed by one contract manufacturer but the investigation from second contract manufacturer is pending. A final conclusion cannot be made until the second investigation is received.

Event description:
The patient stated that when she went to give her dose, the needle fell out of the syringe.